Manufacturer narrative:
(B)(6). The device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
During an "endovascular treatment", the saber balloon catheter ruptured at ten atmosphere (10atm). There was no patient injury. Therefore it was replaced with a new balloon catheter (non cordis) and the procedure completed successfully. The lesion seemed to be heavily calcified. The patient had infectious diseases and the device will not be returned for analysis.

Manufacturer narrative:
Additional information was received and event description was updated accordingly. See first paragraph below. During an endovascular treatment, the 5x250mm 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured at ten atmosphere (10 atm). Therefore it was replaced with a new balloon catheter (non cordis) and the procedure completed successfully. There was no patient injury. The lesion is the popliteal artery in the superficial femoral artery which was mildly calcified and tortuous with ninety percent stenosis. There were no difficulty inflating the balloon during prep. There were no difficulties removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product the product into the patient. There was no resistance/friction while inserting the balloon through the rotating hemostatic valve or the guide catheter. The product removed intact (in one piece) from the patient. No other information was provided. The device was not returned for analysis due to the patient¿s infectious disease. A device history record (DHR) review of lot 17623467 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause of the burst could not be determined. Based on the limited information available for review, vessel characteristics (mildly calcified and tortuous with 90% stenosis) and procedural/handling factors may have contributed to the reported event since calcified/resistant lesions can cause damage to a balloon. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the DHR review nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.